Event description:
During a right knee arthroscopy using a super multivac 50 with integrated finger switches, the physician noticed that the electrode tip was missing at the end of the case. The piece was not visually located in the surgical site; however, it is possible that the electrode tip fell off the device and into the surgical site. There were no adverse consequences to the patient.

Manufacturer narrative:
The device lot number is not available from the health care facility. The device is returning for investigation. A follow-up report will be provided once the device investigation is completed.